Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported the physician was unable to find the information he required related to accessing the graft via a specialized technique. An inquiry was made by the nephrologist inquiring about the use of the buttonhole technique to cannulate the flixene vascular grafts in order to lessen patient discomfort. He wants to know if the flixene graft is durable enough for this technique.

Manufacturer narrative:
There was no device returned and no product part number or lot number provided therefore a device history record review could not be performed. An inquiry was made by an nephrologist about the use of the buttonhole technique to cannulate the flixene vascular grafts. The button hole technique is a way to cannulate a graft using a dull needle placed into the exact same hole in the fistula every dialysis treatment instead of a sharp pointed needle every time. The instructionsfor use and within the flixene av access graft cannulation education pocket guide state: (be sure to rotate cannulation sites. Avoid sticking the graft in the same location twice to reduce the risk of graft damage and possible pseudoaneurysm formation). Based on the review of the product complaint details atrium medical corporation cannot confirm nor conclude that the manufacture or design of the product is at fault. There is ample information in the literature indicating that cannulating in the same location with the flixene graftsis not recommended.